Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump began burning or melting. Reportedly, the pump was charging during the event. There was no adverse impact to customer¿s blood glucose level. Customer reverted to an alternate form of insulin therapy.